Manufacturer narrative:
Continuation of d11: product ID 39565-65 lot# serial# (B)(6) implanted: (B)(6) 2012. Product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Rep did a connectivity check and impedance check. Also tried reprogramming. Rep was not aware of external/environmental/patient fact ors that may have caused or contributed to report of shocking and leg weakness. The cause was not determined. Patient scheduled appointment with doctor. Rep was not aware of issues been resolved but when stim is off the patient doesn¿t have the issue.

Event description:
The rep reported the doctor said he thought battery site was still healing. Reprogramming an adaptive stim was set up the resolve the shocking and leg weakness. The event seems to be resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had a trial to test a new lead placement (lower location) to see if it would cover new pain, which it did do. Then, on (B)(6) 2020 the patient had a percutaneous lead implanted and the ins was upgraded to the newest model. It was noted the left side of the paddle was connected in the 0-7 channel and the new percutaneous lead was connected to the 8-15 channel. The right side of the paddle lead that was replaced with the percutaneous lead was left abandoned in the pocket. The rep confirmed the new pain was resolved. Additional information was received from the manufacturer representative (rep). It was reported that the reason for the ins replacement was an elective decision for an upgrade. The new pain the patient was experiencing was not related to a device issue. The pain pattern used to be left leg and now patient has right leg pain also and was not getting coverage from the paddle for the new pain. There was no known cause of the new pain. The rep was not aware when the new pain started. On 2020-09-18, additional information was received from the manufacturer representative (rep). The caller stated that 1-2 months ago the patient had a perc lead added to the system to get different coverage. The patient called the rep to report that when bending the patient's legs "go out". Last night when the patient roller over "it zapped her". This is not occurring when the stimulator is off. The rep indicated that the issue started in the last couple of weeks because a month ago when the rep met with the patient, she was not experiencing this. The caller will follow up with the patient and hcp.